Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lots h10a06037 and h10d30064 with no issues noted during the manufacturing process. Root cause of the peritonitis is use error - poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error- poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up report will be submitted.

Event description:
On a follow up call (B)(6) 2011 regarding an unrelated alarm, the peritoneal dialysis nurse (pdrn) informed baxter global pharmocovigilance that the hp had been treated and hospitalized for comorbidities unrelated to pd therapy from (B)(6) 2010 to (B)(6) 2010. During this time, the hp was diagnosed with peritonitis. Treatment included vancomycin 250mg intraperitoneally (ip) for 12 days. On (B)(6) 2010, the hp was readmitted to the hospital for a leg infection and subsequent amputation, but then developed sepsis due to the leg infection. It was unknown if the hp recovered from the peritonitis. On (B)(6) 2011, baxter again contacted the pdrn who reported that the hp had expired on (B)(6) 2011 with the cause of death as cardiac arrest. The hp had experienced heart palpitation with shortness of breath and died. The pdrn also gave a causality statement for the peritonitis; she stated that just prior to the onset of peritonitis, the hp's wife was having difficulty disconnecting the pd catheter from the transfer set, and cut the transfer set with a scissors.